Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
It was reported that upon opening a bag expecting a 42mm screw, a 38mm was discovered instead. The bag was labeled for the correct part and lot number that was ordered. No patient involvement was reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. One screw was received with the subtask associated with this complaint. It is whole and intact. The screw was evaluated and found to be 3.5mm diameter and 40mm long, not 38mm long, as stated above, making this a 204.840. The screw was made after november 12, 2010 as evidenced by the lack of laser etch marks. The package supplied with this subtask is for a 204.842. The package has been opened. In addition to the standard perforated opening being removed, the bag has been cut just below the perforations with a sharp instrument. The cut extends through both bag layers. The screw supplied is not a 204.842. In addition, it cannot be determined at what point the package was opened and whether the screw supplied was once contained within.